Manufacturer narrative:
Manufacturing and quality control data the m.blue plus® was manufactured by a qualified employee on november 2020. Deviations during assembly did not occur. The product was finally tested as article fx804t and released for packaging and sterilization and was sterilized by miethke. The m.blue plus® has a normal pressure range of 0 to 40 cmh2o. A fixed opening pressure of 0 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 0 cmh2o, and were found to meet specifications. All tested parameters were assessed according to specifications. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: no visible defects detected. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the m.blue® upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the m.blue® is permeable. Computer control test: to check the flow rate of the valve, the m.blue® was tested on a miethke computer controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,33 cmh2o. This is within the specified tolerance of 0 cmh2o ± 4 cmh2o. An applied pressure of 0 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 0 cmh2o ± 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 0 cmh2o in the vertical position, a pressure of 0 cmh2o ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue® had a pressure of 2,95 cmh2o. This is within the specified tolerance of 0 cmh2o ± 8 cmh2o. Adjustability test: in this step, it was investigated whether the adjustable m. Blue® can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings ( in increments of 4 cmh2o). The m.blue® was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the gravitational unit of the m.blue® was within the specified tolerance and the brake function operated as expected. The braking force test indicates that the brake function of the m.blue® is present. Results: based on our investigation results, we cannot detected any "accelerated outflow" or "adjustment difficulties" on the valve. At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a m.blue (#fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operated in overdrainage and the adjustability is malfunctioning. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 155 cm, weight: (B)(6) kg, gender: female.